Manufacturer narrative:
The pdm (personal diabetes manager) was found to have a non-functioning bg (blood glucose) meter board. The pdm would not give bg readings upon strip insertions or testing. Replacing the bg meter board resolved this issue.

Event description:
It was reported the patient's blood glucose levels reached 260 mg/dl. The blood glucose strip reader had stopped working completely.